Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to update additional information in section b4, b5, g3, g6, h2, h6 and h10.

Event description:
No further event informatiion is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in section b4, b5, g3, g6, h2, and h10.

Event description:
It is further reported that the patient is still experiencing pain even after having five procedures.

Event description:
It was reported that a patient underwent a tmj revision procedure. Subsequently, the patient is experiencing constant pain 24 hours a day. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant products: 50mm lft narrow mand cat# 01-6551 lot# 510880a. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347 - 2021 - 00537.